Event description:
A customer contacted baxter's technical svc ctr regarding a leaking homechoice cassette line during dwell 1. Per initial report, baxter's technical service rep (tsr) assisted the customer during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report. The home pt (hp) needed to end therapy. The tsr assisted in ending therapy. Hc operational. The home pt was contacted. The pt said that the leak was caused by a hole in the line. The pt said he had accidentally made a hole in the cassette line. The pt was doing fine and had no problems with therapy.

Manufacturer narrative:
The sample is not required. This is a user error. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering and plant mfg will continue to monitor this product line and take corrective /preventive measures as appropriate.